Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage was noted. During preparation of the 24mm x 3.50mm liberte' monorail stent delivery system, it was discovered that the stent struts were bent. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "stable."